Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
During routine service and repair at (B)(4): it was discovered that the small battery drive does not oscillate, only runs in reverse, has a sticky trigger, makes a loud unusual sound and stopped working when trying to perform a torque test. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporter did not allege or identify any deficiency; it was observed during functional testing that the unit does not oscillate, only runs in reverse mode, has sticky trigger, makes loud unusual sound, and stops working during torque test. Evidence suggests this is due to usage wear over time. Placeholder.